Event description:
It has been reported to philips that the system will not start. There was no reported patient or user harm. A philips remote service engineer (rse) assisted the customer with trouble shooting over the phone. Trouble shooting actions showed the host pc did not start. The customer manually turned on the host pc and the system turned on. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the procedure got completed with the help of remote service from philips. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Review of the system log file showed host pc malfunction. The fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.